Event description:
The pt's mother reported that on 6/27/99 at 8:30/a the pt was experiencing symptoms of sweating, shakiness and stomachache. Her one touch ii results ranged from 105mg/dl to 125mg/dl. She was transported to the hosp 3 hours after her initial morning test where a laboratory blood glucose result of 800mg/dl was obtained. The pt was admitted and treated for hyperglycemia. It should be noted that the results displayed in the one touch ii meter memory do not correspond to that reported by the pt's mother. The memory shows only one bg test obtained 4 hours prior to the lab test with a result of 133mg/dl. In addition, the meter is not cleaned or maintained according to MFR's recommendations. It is cleaned only once per month with alcohol, rather than the recommended water.